Event description:
Pt info is unk. It was reported that the sizer handle cracked during use. The reported model is a 1117, the specific size or sizes involved were not reported. Device is being returned.

Manufacturer narrative:
Device eval anticipated but not begun.